Event description:
It was reported the lower screen has missing pixels on right side. The device was returned for repair and calibration. There was no patient involvement indicated.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the display was out of specification with missing pixel segments. It was also noted that both bail covers were broken and the ring and ring cover were missing. (B)(4).